Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09873. The pt was trialed with two percutaneous leads from different lots on (B)(6) 2012. It was reported the pt developed a headache and experienced numbness in his arms one day post trial implant. Follow-up identified during the trial procedure, the pt had a dural tear prior to the leads being inserted. The pt is working with his physician to address the symptoms.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.